Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident attempts were made to obtain complete patient and event information. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-01510. Related manufacturer reference number: 3006705815-2020-01512. It was reported the patient experienced a motor vehicle accident and was pending spinal surgery as of (B)(6) 2020. To further address the issue, the physician is opting to explant the scs system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Additional information was received which indicated the system was removed on an unknown date.